Event description:
It was reported to philips that the device is turning on and off on its own. There was no patient involvement.

Event description:
It was reported to philips that the device is turning on and off on its own. The device was received at the bench 07sep2021. The bench evaluated and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca and optical switch kit, which were replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.